Manufacturer narrative:
The unit had a blank display due to a corroded battery tube. The operating currents, self-test, and displacement test could not be tested for due to a blank display. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked belt clip slot.

Event description:
The customer's mother called in to report that the customer had to stay off the device due to customer not regularly checking his blood glucose levels. The caller stated they tried to turn it on and it would not turn on. The customer's blood glucose level was unknown. The caller completed troubleshooting and the device still did not turn back on. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.